Event description:
An olympus employee reported direction of the base is reversed (up and down) of a product return asset, cysto-nephro videoscope. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the forceps plug mouthpiece was scraped. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Venting connector of light guide connector was deformed. In addition to the finds reported in event, forceps channel port was shaved. The light guide cover glass was corroded. The light guide connector was corroded. The light guide connector, video cable, universal cord, lock engagement lever, up/down plate, angulation lever, grip, switch box, control unit, connecting tube, video connector and video connector case was scratched. Adhesive on bending section cover was chipped. The universal cord was dented. The connecting tube had a wrinkle. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the issue was not established. However, it is probable that the issue occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.